Manufacturer narrative:
(B)(4). Customer reports: inpen app is not recording the exact doses dialed on the inpen. Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. The inpen paired to the commercial app with small pairing dose. My inpen menu displayed: I dosed 4.0u slowly holding knob and button together x 4 times. The app recorded 2.0 u, 4.0u and 3.5 u and 1.5 u. The leadscrew rewind properly. The leadscrew was not bent. The inpen screw retracts when dialing and advances when turning dose knob and high resistance while dispensing and dialing noted. Hard to dial more than 3.5 units. Unable to perform functional test. In conclusion: per (B)(6) investigation: destructive testing showed that leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. Encoder base bond failure can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inaccuracy. Therefore, the customer complaint of dose log inaccuracy was confirmed due to encoder base bond failure. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pen had dose log inaccuracy was not giving correct dose. No harm requiring medical intervention was reported. The customer will discontinue to use the device.